Manufacturer narrative:
Device brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that after placement, the catheter was found to have an occlusion. Examination of the device revealed the catheter was occluded with biomass. The procedure was completed with a different device. The patient did not require any additional procedures or have any adverse effects due to this occurrence.